Event description:
It was reported the pt ((B)(6)) is unable to recharge her ipg. Attempts to rectify the issue with a replacement charging system were unsuccessful. In addition, the pt has reportedly lost the ability to communicate with the ipg via the programmer.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.